Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the first returned photo contained a view of the surgical site. A portion of staple line was noted as well as several fully formed staples. The second returned photo contained a zoomed out view of the same scene. The third returned photo contained a slightly different angle of the same scene. The reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 2cm cut line. The reload was loaded into a representative instrument (0802). The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device partially fired. The reported issue was not used as intended the product analysis noted evidence that the device was not used as intended. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the instrument made strange noise. The distal staple line was incomplete. The stapler cut but did not deploy the staples and some of the deployed staples did not form properly. The staple line bled. There was blood loss of 500cc or more. The staple line was resected and re-stapled to fix the issue. The issue resulted to the procedure changing to a lung lobectomy instead of segment resection. The surgical time was extended for 20 minutes. Medtronic¿s initial evaluation of the incident device found that staple pushers were visible at the 2cm cut line.

Manufacturer narrative:
D10 concomitant products: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm, (lot # n5g1756y); egia45amt, egia45amt egia 45 artic med thick sulu, (lot # n5d1372y); egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5g1228) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.